Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched alarm, which was reproduced. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.